Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display continued to scroll after pushing the up arrow button. The blood glucose reading was 171 mg/dl. The customer reported that the insulin pump may have gotten wet. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump was received with a button error alarm, and had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.